Event description:
It was reported to the company that the pt experienced sound quality issues, overly loud sensations and discomfort with her cochlear implant. It was also reported that she was hospitalized for pulmonary infusion and kidney dialysis and was prescribed with steroids. Programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.